Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported condition of es multiple drawers failed was confirmed during fse testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order # (B)(4) the fse reported that on inspection all drawers failed on both auxiliary and main. The fse powered down station and found physical damage to internal pyxibus cable. The fse replaced cable successfully. Upon rebooting all pockets recovered successfully in application. All hta tests passed successfully with no anomalies observed. During dchu visual inspection: p/n 121085-01: the part was received with worn insulation, exposed copper strands and associated thermal damage was observed. During dchu testing: p/n 121085-01: no dchu testing was required due to the exposed cooper strands and the associated thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue multiple drawers failed was determined to be due to a thermally damaged assy cbl pyxibus 7 drawer (p/n 121085-01). Visual inspection of the cable showed exposed copper strands, which led to thermal damage and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 7 drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer failed. A field service engineer (fse) powered down the station and found physical damage to the internal pyxibus cable. The fse replaced the cable, rebooted the station, and all pockets recovered successfully in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.